Event description:
It was reported that bd alaris smartsite extension set had flow issues. The following information was provided by the initial reporter: "the guys have said that it limits for a brief time but continues to inject, and then comes good."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: a 20039e7d product was not available for investigation; however the customer confirmed that the complaint sample was from lot 21016658. Feedback provided by the customer indicates that the set reached its pressure limit during attempts to inject at 7ml/s, however this appeared to be overcome once the contrast had finished being injected and saline began to be infused. No further information was available to assist the investigation in this instance. A review of the production records for lot 21016658 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. However from analysis of the feedback provided by the customer it appears that the flow rate is only reduced during the injection of the contrast, and there are no issues during injection of saline; in this instance the reduced flow rate may be due to the viscosity of the contrast fluid being too high in order to maintain the required flow rate at the pressure limit that the pump is set to, which results in the pump reducing the flow rate to meet the pressure requirements.

Event description:
It was reported that bd alaris smartsite extension set had flow issues. The following information was provided by the initial reporter: "the guys have said that it limits for a brief time but continues to inject, and then comes good."